Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. The damaged door was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the pump head door assembly and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.